Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) tried to contact customer for further assistance. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the user was unable to access or unload the pocket. The customer reported that the machine initially would not power on and displayed a blue screen instructing them to contact support twice. They were eventually able to reboot the machine, and it powered on; however, the station then showed a failed storage space that could not be recovered, and the pocket could not be unloaded. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.